Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2015, bone marrow transplant in 2014, laparoscopic adjustable gastric band in 2012, blood pressure high, stress urinary incontinence, high cholesterol, reduced bladder capacity, bladder disorder, depressed mood and tension-free vaginal tape sling. Concurrent conditions included mid cycle pain, menstrual cramp, fatigue, renal pain and overweight. Concomitant products included losartan potassium, medroxyprogesterone acetate (depo provera) from (B)(6) 2005 to (B)(6) 2006 and norethisterone (norethindrone). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("nfection (bladder/ urinary tract/vaginal), type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition:mental anguish"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("hormonal changes ¿ mood swings") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with aripiprazole, levomilnacipran hydrochloride (fetzima), lorazepam, nsaids, paracetamol (acetaminophen), quetiapine and surgery (ablation (B)(6) 2010, ablation 2010 and hysterectomy with bilateral salpingo-oopherectomy (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, urinary tract infection and abdominal pain had resolved and the anxiety, depression, psychological trauma, female sexual dysfunction, dyspareunia, fatigue, mood swings, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: only two coils were noted at the tubal opening externally into the uterine cavity on the right side and on the left side and six coils were noted. Discrepancy noted in essure insertion date as: (B)(6) 2005 and (B)(6) 2010. Current weight: 150 lbs. Patient received treatment for event bleeding, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case the following events were reported via medical record: urinary tract infection, anxiety, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event abnormal bleeding vaginal and menorrhagia updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in a 40-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2015, bone marrow transplant in 2014, laparoscopic adjustable gastric band in 2012, blood pressure high, stress urinary incontinence, high cholesterol, reduced bladder capacity, bladder disorder, depressed mood and tension-free vaginal tape sling. Concurrent conditions included mid cycle pain, menstrual cramp, fatigue, renal pain and overweight. Concomitant products included losartan potassium, medroxyprogesterone acetate (depo provera) from (B)(6) 2005 to (B)(6) 2006 and norethisterone (norethindrone). On (B)(6) 2005, the patient had essure (ess205) inserted. In september 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition:mental anguish"), depression ("psychological or psychiatric problems condition: depression"), female sexual dysfunction ("paramenia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), mood swings ("hormonal changes ¿ mood swings") and migraine ("migraines/headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with aripiprazole, levomilnacipran hydrochloride (fetzima), lorazepam, nsaids, paracetamol (acetaminophen), quetiapine and surgery (ablation 2010 and hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, anxiety, depression, psychological trauma, female sexual dysfunction, dyspareunia, fatigue, mood swings, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: only two coils were noted at the tubal opening externally into the uterine cavity on the right side and on the left side and six coils were noted. Discrepancy noted in essure insertion date as: (B)(6) 2005 and (B)(6) 2010. Current weight: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case the following events were reported via medical record: urinary tract infection, anxiety, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporter's information updated. Patient demography added. New events - apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), fatigue, hormonal changes ¿ mood swings,migraines/headaches, weight gain, abdominal pain, general abnormal bleeding, psych injury were added. Outcome of event pelvic pain and abdominal pain were updated as recovered/resolved. Fu 3 and fu 4 were processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic area'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2015, bone marrow transplant in 2014, laparoscopic adjustable gastric band in 2012, blood pressure high, stress urinary incontinence, high cholesterol, reduced bladder capacity, bladder disorder, depressed mood and tension-free vaginal tape sling. Concurrent conditions included lower abdominal pain, dysmenorrhea, fatigue and renal pain. Concomitant products included losartan potassium, medroxyprogesterone acetate (depo provera) from (B)(6) 2005 to (B)(6) 2006 and norethisterone (norethindrone). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: urinary tract infection"), anxiety ("psychological or psychiatric problems condition:mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with aripiprazole, levomilnacipran hydrochloride (fetzima), lorazepam, nsaids, paracetamol (acetaminophen), quetiapine and surgery (ablation 2010 and hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, urinary tract infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: only two coils were noted at the tubal opening externally into the uterine cavity on the right side and on the left side and six coils were noted. Discrepancy noted in essure insertion date as: (B)(6) 2005 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: essure device was successfully occluded. Concerning the injuries reported in this case the following events were reported via medical record: urinary tract infection, anxiety, vaginal hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr received: category of case changed to incident. Product code changed. New event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression and mental anguish were added. Concomitant drug and medical history were added. New reporter added. Essure insertion date updated. Patient demographics added. Concomitant drugs and conditions were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.